Event description:
The customer reported that the platelet (plt) background and ramp failed daily checks on the unicel dxh 600 coulter cellular analysis system. There were no reports of injuries, erroneous results or change to patient treatment in connection with this event. The customer was not running patient sample when the event occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed that the sweep flow assembly was faulty, and replaced the assembly to resolve the plt and ramp failures. As part of the troubleshooting, the fse replaced the diluent cubes, red blood cell (rbc) pump and complete blood count (cbc) transducer, flushed the rbc apertures, and performed instrument decontamination and a cbc gain adjustment. (B)(4).